Event description:
Exam: MRI rt shoulder arthrogram. After the exam was 3/4 of the way completed, a final sequence was required to visualize inside the joint space of the shoulder, aber view. The pt was positioned with his right arm partially extended above his head and rested on a pillow, and also stabilized with a sand bag. The right arm rested solely on the pillow as the pt was guided in for this last sequence. After the 3 min scan was completed, and the pt exited the scanner, he mentioned feeling hot after he rested his hand on his forehead. Pt also mentioned later that after he removed his hand from touching his forehead, the heating sensation stopped. The pt was later seen by a nurse and a radiologist who assessed him. The pt was later discharged with instructions. FDA safety report ID# (B)(4).